Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer has not test strips not verified. Test strip lot MFR's expiration date is 10/15/2016 and open vial date is not disclosed. Recall test results performed fasting from meter memory: 1:230mg/dl, (B)(6) 2015, 09:52am; 2: 252mg/dl, (B)(6)2015, 06:52pm; 3: 152 mg/dl, (B)(6) 2015, 12:36pm; 4: 159mg/dl, (B)(6) 2015, 06:39pm; 5: 186mg/dl, (B)(6) 2015, 04:01 pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer has no test strips available to troubleshoot. Storage of test strips not verified. Test strip lot manufacturer's expiration date is 10/15/2016 and open vial date is not disclosed. Recall test results performed fasting from meter memory: 1:230mg/dl (B)(6) 2015 09:52am. 2:252mg/dl (B)(6) 2015 06:52pm . 3:152mg/dl (B)(6) 2015 12:36pm . 4:159mg/dl (B)(6) 2015 06:39pm. 5:186mg/dl (B)(6) 2015 04:01pm . Adverse event not reported.